Manufacturer narrative:
The customer¿s report that a custom IV tubing set separation during an infusion was not confirmed. During the visual inspection of the set it was noted that the spin collar of the male luer was not screwed to the female side of the 4 way stopcock. The tip of the male luer was inserted into the stopcocks female luer but the spin collar was not tightened to the female luer. There were no other anomalies. Functional and pressure testing was performed, there were no signs of leaking. Dimensional testing was performed on the stopcock and the female luer of the distal tubing portion of the set, both were found to be within manufacturers specifications. The root cause th could not be identified. No fault could be found with the set.

Event description:
The customer reported a custom IV tubing set separation during an infusion of lactated ringers at a stated rate of kvo. It is not known where the separation occurred and there is no report of patient harm.